Event description:
Dexcom was made aware on (B)(6)2025, that on (B)(6)2024, the patient experienced a skin reaction. The sensor was inserted into the abdomen on(B)(6)2024. Date of event is an approximation. It was reported by the patient's parent that the patient experienced a skin reaction which occurred 5 days after the sensor had been inserted in the abdomen. The patient experienced inflammation underneath the sensor pod area only. The patient was treated with prescription oral medication, cephalexin 500 mg. The patient felt better during the report. There was no documentation of further medical evaluation or intervention. The patient was ¿fine¿ at the time of report. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).